Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device properly treated ventricular fibrillation (vf) with antitachycardia pacing (atp) and defibrillation therapy, however, the first two shocks failed to terminate the arrhythmia. The physician alleged that the atp accelerated the rate of the arrhythmia which resulted in ineffective shocks. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.